Manufacturer narrative:
The production device history record (DHR) of the intra-aortic balloon pump (iabp) involved in the event was reviewed. There were no non-conformances in the production DHR related to the reported event. The cs300 has been removed from clinical service. It was reported that because of the estimate of service of the cs300, the customer has decided not to repair the cs300 iabp unit. The customer is planning to purchase a new cardiosave as a replacement. A supplemental report will be submitted if additional information is made available.

Event description:
It was reported that during use on a patient, the display of the cs300 intra-aortic balloon pump (iabp) failed. The display was not readable; however, the iabp continued to pump. It was reported that the iabp was easily exchanged by the user for a replacement unit. Iabp therapy was completed 1-2 days after the event, and there was no harm to the patient. No adverse event was reported.